Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient did not like how the pocket was when charging. The patient underwent a revision procedure wherein the ipg was adjusted and still remain in the patient's body. The patient was doing well postoperatively.